Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp had high purge pressure system blocked alarm. The purge cassette was exchanged but the same issue continued. Percutaneous coronary intervention procedure completed under constant visible alarm. The impella was explanted after three hours of support. There was no harm to the patient.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was inspected and biomaterial was found in the purge gap. The pump was soaked and run and the high purge pressure did not reproduce. The data logs confirm high purge pressure alarms. The logs show a motor current spike with speed deviation and drop in purge flow. After the spike there was a gradual rise in purge pressure before alarm was triggered. Tissue plasminogen activator (tpa) was not added to the purge. The high purge pressure did not resolve during the case. The root cause of high purge pressure was determined to be biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged. Added-d9 device return date, h6 impact code 4627.